Event description:
A malfunction alarm was reported by a distributor, related to a pump with a malfunction code. There was no information available regarding any adverse impact on the customer's blood glucose level. The pump was not returned due to the warranty expiration, and no further information was provided.